Manufacturer narrative:
The customer reported that when a coworker put new batteries in the analyzer it got hot. The customer then took the batteries out and re-inserted them and the analyzer did not get hot. There were no allegations of incorrect results. There were no allegations of patient/user harm. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries, in any device, may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that when a coworker put new batteries in the analyzer it got hot. The customer then took the batteries out and re-inserted them and the analyzer did not get hot. There were no allegations of incorrect results. There were no allegations of patient/user harm.